Event description:
It was reported that after an a-fib procedure, performed on (B)(6) 2012, the patient called back to the customer and stated that he had a scratch on his buttock that may have been caused from "electrical arcing". The customer requested to have all devices checked. Additional information was requested to obtain detailed information of the event without success after 3 attempts.

Manufacturer narrative:
Additional information was received from the customer stating that the outcome of the adverse event was fully recovered. The patient was fine and scratch has healed completely. The physician opinion regarding the causality of this event was reported as unrelated to procedure or device. The patient baseline was htn, class 2 heart failure and hyperlipidemia. (B)(4). It was reported that after an a-fib procedure, performed on (B)(6) 2012, the patient called back to the customer and stated that he had a scratch on his buttock that may have been caused from "electrical arcing". The stockert was sent in for evaluation and it was found that the unit rebooted by itself and it was resolved by replacing the dc/dc converter, in addition the back frame was replaced by technical services, the replaced components during the service are not related to the reported event. Defective dc/dc converter was the reason for the rebooting not the patient injury. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. Concomitant products: cool flow pump us: catalog #: cfp002, serial #: (B)(4); carto 3 system us: catalog #: fg540000, serial #: (B)(4); navistar thermocool catheter us: catalog and lot #: unknown. (B)(4).